Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient had reported that his catheter was revised multiple times and then ultimately replaced. No patient symptoms were reported for this event. Patient outcome was not provided. The device system delivered bupivacaine and hydromorphone. Additional information has been requested but was not available at the time of this report.